Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
The tps universal driver was sent for eval due to smoking during a procedure. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.